Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency medical services due low blood glucose on unknown date. Customer was having frequent low blood glucose on her pump but not receiving any errors on the pump and paramedics treat her on her vehicle the blood glucose level was 37 mg/dl paramedics treat her on her house the 2nd week the blood glucose was 40 mg/dl. Customer another blood glucose level was 188 mg/dl. The customer had frequent low blood glucose on her insulin pump but not receiving any errors on the pump. Customer mg/dl had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 1 (vdd) / pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. Device uploaded properly using carelink. Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.